Manufacturer narrative:
H11: b5 - it is unknown if the unit was in patient use at the time of the reported issue. However, no patient or user harm was reported.

Manufacturer narrative:
Date of report: 03jun2021. There was no patient involvement.

Event description:
The customer called in to technical support (ts) reporting that the device is displaying diagnostic code 1105 alarm led failed. The customer reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The rse recommended ordering and replacing the power switch overlay. Biomed is reporting the power switch overlay was installed and it resolved the problem. Unit passed required performance verification tests per philips standards.